Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that at time of impella insertion, an attempt was made to place a 14fr long peel away sheath. The patient's blood iliac vessels were meandering, stenotic, and calcified, and it was difficult to pass through the 7fr sheath. The peel away sheath was inserted after pta was performed. The iliac blood vessel ruptured when the peel away sheath was inserted, it was recovered by placing a viabahn. The impella was inserted again using a long sheath. There is no problem with the operation of the pump and there was no significant change in patient status. The patient's blood vessel condition was poor prior to inserting impella. No further information was provided.